Event description:
Right foot bunion removal. Use of on-que pain mgmt system. Severe, burning pain at top of foot where on-q was inserted. Prescribed oxycontin, removed from foot four days after surgery. Doctor said the beige tissue on top of foot was a latex reaction. Treated with ointment. Prescribed antibiotics, several times. 30 days later sent to physical therapy for range of motion. At the physical therapy clinic they diagnosed a severe necrotic condition requiring immediate removal of tissue. Debridement and whirlpool treatments for 60 days. Continued infection cultured by new physician as msra, new antibiotics prescribed. Wound finally filled in enough to support a skin graft. Re-emergence of infection at site required add'l surgery. Osteomyelitis requiring removal of tissue and bone. Currently on vancomycin 2x per day, via IV. Reporter thinks given the reports filed on this product it might be time to not accept the MFR's excuse. Think of how many people don't know enough to report. Reporter's original physician reported four people but forgot to report reporter's case. Reporter did report it to the hospital but they said if reporter's infection didn't show up at their hospital it wasn't up to them. Surgery was done at hospital.